Event description:
A pt undergoing bilateral lasik reportedly rec'd a miscreated treatment in the left (os) eye. Post-operatively, the pt has increased hyperopia and astigmatism, however, there is no loss of bcva. The treatment was created with the wavescan offline programming module, (B) (4).

Manufacturer narrative:
(B) (4). Was used to indicate that the pt's uncorrected hyperopia increased in the left eye after the procedure (+1, -0.25x90 pre-operatively vs. +4, -1.0x80 post-operatively). However, the pt's best corrected visual acuity remains 20/20 after the procedure. Our investigation revealed that the specific computer provided by the customer on which the software was installed did not meet minimum sys requirements of 512 mb of ram (the computer had 256 mb of ram). Additionally, the computer disk had very little free space. The users of this computer ignored multiple system warnings of low memory over several months. Investigation showed that the mis-created treatment resulted from a combination of the computer's insufficient memory resources and a software code routine that did not check the status of its returned value.